Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Xience xpedition 48 is currently not commercially available in the u.s.; however it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat an eccentric lesion located in the right subclavian artery that was heavily calcified, heavily tortuous and 70% stenosed. During advancement of the xience xpedition 2.50 x 48 mm stent delivery system to the lesion, there was resistance with the anatomy and the stent dislodged in the right subclavian artery. The stent was retrieved via cut-down procedure. Another xience stent was used to complete the procedure. In follow-up, it was reported that the patient died. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported stent dislodgement was unable to be confirmed however the device was returned separated. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. The reported stent dislodgement was unable to be confirmed. The reported patient effect of death is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There was no damage noted to the sds during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.